Event description:
It was reported that the patient had a complaint of increased fatigue due to a left ventricular lead that has a conductor fracture. The bipolar impedance was over 3000 ohms and an alert was triggered. The device was reprogrammed to pace in a unipolar configuration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Additional information was received which noted that the impedance issues continued and the left ventricular (lv) lead has been scheduled for replacement.